Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a planned cardiac resynchronization therapy pacemaker (crt-p) replacement procedure the device was programmed to asynchronous pacing mode and was removed from the pocket and placed on the abdomen. The left ventricular (lv) lead experienced loss of capture. An attempt to pace the left ventricular (lv) lead through an analyzer was unsuccessful due to a faulty analyzer cable. While attempting to change the analyzer cable, the crt-p experienced a pacing problem and the ra lead and rv lead exhibited a loss of capture. The patient experienced asystole and cardiopulmonary resuscitation was performed on the patient. A different crt-p was attempted to be connected to the lv lead but the lead would not insert fully into the port. It was also noted that the lead exhibited high/undefined impedance. The crt-p was removed and a different crt-p was successfully implanted. The lv, rv, and ra leads all remain in use. No further patient complications have been reported as a result of this event.